Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, and aortic valve replacement (avr) was performed and this 23 mm trifecta valve was implanted utilizing non-pledget 2/0 sutures. Echo reports from (B)(6) 2014 and 2015 showed an increase in the peak gradient. On (B)(6) 2017, tte revealed a peak gradient of 130 mmhg with a mean gradient of 76 mmhg. Per report, the patient was in the process of being considered for a re-do avr due to the significant increased gradients and moderate-severe aortic regurgitation. It is also reported that no additional treatments were administered for the high gradient and regurgitation and while under consideration for re-operation, the patient died of an unknown cause on an unknown date.